Event description:
It was reported that one day post implant, the device parameters were different than programmed at implant. There was no consequence to the patient. No further information is available at this time.